Event description:
Abbott diabetes care (adc) received a medwatch report mw5184458 reporting the following information pertaining to an adc device: low glucose reading issues with the use of the adc device was reported compared to blood glucose test results on an unknown blood glucose meter. Furthermore, the customer stated, the low glucose readings occur a couple times per night over a week. The customer also reported the same low glucose reading issues with prior adc devices as well. The customer noted their devices were on the ¿recall list.¿ the customer lastly reported example of low glucose values "of 40 points or more¿, and an example of a blood glucose test that was ¿100 points difference in values" on an unknown device compared a glucose reading on the adc device. There was no report of third-party contact, or additional medical intervention, or treatment provided in the report. Additionally, as no contact information was provided to adc, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report mw5184458. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Reference report: mw5184459.

Event description:
Abbott diabetes care (adc) received a medwatch report mw5184458 reporting the following information pertaining to an adc device: low glucose reading issues with the use of the adc device was reported compared to blood glucose test results on an unknown blood glucose meter. Furthermore, the customer stated, the low glucose readings occur a couple times per night over a week. The customer also reported the same low glucose reading issues with prior adc devices as well. The customer noted their devices were on the "recall list." The customer lastly reported example of low glucose values "of 40 points or more¿, and an example of a blood glucose test that was "100 points difference in values" on an unknown device compared a glucose reading on the adc device. There was no report of third-party contact, or additional medical intervention, or treatment provided in the report. Additionally, as no contact information was provided to adc, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.